Event description:
Afri medical co. Which is cleared in the us market by establishment registration has been investigated by the local competent authority, and the investigation reveals a lot of breaching and violation which is followed by mandatory stop of the production line. The local competent authority has been contacted to confirm the action taken, and the injunction action has been confirmed.